Event description:
The customer reported via phone call that she experienced high blood glucose and defective sensors. The customer's blood glucose was over 400 mg/dl, but she was receiving sensor glucose readings of 40 mg/dl. The customer had also received the change sensor alert after inserting a new sensor as well as the bad sensor alert. After troubleshooting, the customer was advised to remove and change out the sensor. The customer advised that the sensors would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found 1 of the 2 sensors had a broken cannula with broken part missing. The remaining sensor passed per specifications with accurate readings.